Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call trace pointer invalid pump error, motor arm unable to communicate with main arm pump error and software error detected alarm on the insulin pump. Customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed active current measurement and self test. Constant pump error alarms noted during rewind due to moisture damage on motor assembly. Pump error followed by a pump error in the pump trace download, pump error followed by a software error was present in the pump trace download and unit received with high sleep current measurement due to corrosion on electronic assemblies. Unit received with corroded force sensor assembly.